Event description:
On 24-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose of 268 mg/dl after disconnecting from the device during a shower. The user reconnected to the ilet, and glucose values began to decrease. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.